Manufacturer narrative:
(B)(4). Medical devices: 110003616, biolox delta cer lnr 32mm c, 3409720; 010000661, g7 pps ltd acet shell 48c, 3464345; 51-108050, tprlc 133 mp t1 pps so 5x95mm, 2795325. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient underwent a right hip surgery. Subsequently, the patient reported moderate pain, trouble getting in and out of the car, difficulty shopping, difficulty climbing stairs, moderate pain standing up, limping most of the time, difficulty performing usual work at the 1-year follow-up visit. Attempts have been made and additional information on the reported event is unavailable.